Event description:
It was reported the pt experienced "pain in the back around the implantable neurostimulator where the lead goes in to the spine," and the pain "goes down in to the legs." It was stated the pain does not change when the device is on or off, or if settings are changed. It was stated the pain started in (B)(6) 2010 when the pt got on a plane and the device "flipped off." The pt was "unsure if the pain was from the device or a back problem." The pt was referred to their health care provider. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).